Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer called to report that he had been getting frequent no delivery alarms during normal use. The customer then stated that he was hospitalized for high blood glucose levels because of the no delivery alarms. No blood glucose levels were reported. Troubleshooting was performed and the insulin pump passed the no delivery test. Nothing further was reported.